Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device would not oscillate was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a cracked oscillating head/damaged thrust disk, and the motor of the device dropped voltage and was getting hot. It was further determined that the device failed pretest for check saw blade coupling. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device would not oscillate. During in-house engineering evaluation it was observed that the motor of the device dropped voltage and was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.